Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), after normally going through the seal loading process, after the aortic cutter, the seal is inserted into the aorta hole, but the seal does not unfold in the shape of an umbrella and comes out of the hole. Although the procedure was carried out in the normal manner and sequence, the seal did not unfold properly, so they decided that this product could not be used for the patient, and the operation was performed by exchanging it with a new product. The new product was applied well to the patient and the operation was completed without any abnormality after the operation.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Corrected section: d-4 - UDI # corrected. Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct -2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 10/18/2021. Photographs were provided by the account. A photographic inspection was conducted. In photograph #1, the delivery device was observed inside the loading device with the seal in an unraveled state outside the device. The white plunger and blue slide lock was not observed in the photograph. In photograph #2, the product and lot # was observed. An investigation was conducted on 10/20/2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the base of the delivery device. The seal and tension spring assembly was observed inside the delivery device in a fully opened state, with slight blood observed on the outer ring of the seal. The white plunger was observed to be fully depressed and the blue slide lock was disengaged. The seal and tension spring assembly was removed from the delivery device with no physical difficulties. No cracks or delamination was observed on the seal. No measurements were taken due to the presence of blood on the delivery device which indicates an attempt was made to introduce the device into the aorta. Based on the photographic inspection as well as the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.